Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a vitrectomy procedure, the illumination stopped working. The system was switched out to complete the case following a 30 minute delay. There was no patient harm.

Manufacturer narrative:
The company service representative examined the system and found system message (sm) - ¿the lamp in the table top illuminator needs to be replaced. Please contact field service¿ was displayed and it was lacking illumination. The xenon lamp was replaced to resolve the issue. The system was then tested and met all product specifications. The system was manufactured on june 17, 2010. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to nonconforming xenon lamp. The manufacturer internal reference number is: (B)(4).